Manufacturer narrative:
It was reported that a bubble on the touch panel evolved into a crack. The cardiohelp was exchanged during treatment. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, which is a potential risk for the patient , a report is required. A getinge field service technician (fst) was sent for investigation. The ch user interface update set was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. It was confirmed by fst that the crack looks like something hit the bottom of the screen. Based on the risk analysis the most probable root cause could be determined to rough handling of the device, which leads to the mechanical damage. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further, according to the instruction for use the touch screen has to be checked before use. Thus the risk for harm of any person is remote. The device was manufactured on 2014-11-12. The review of the non-conformities has been performed on 2024-07-11 for the period of 2014-11-12 to 2024-06-15. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "a bubble on the touch panel evolved into a crack" could be confirmed, but is not a product related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that a bubble on the touch panel evolved into a crack. The cardiohelp was exchanged. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.